Manufacturer narrative:
Patient weight was not provided. The date of event represents the date that information regarding the history of gi bleeding was received. The information indicated several admissions occurred over the course of lvad support (approximately 4 years) at the time the report was received. No information regarding the dates of the initial onset or subsequent events was provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was doing well over an approximately 4 year course of lvad support; however, did experience several episodes of gastrointestinal bleeding requiring hospital admissions. During the events, the patient was managed with lowered coumadin dosing and target inr values of 1.4 to 1.8. Additional information regarding the events was requested, but was not provided.

Manufacturer narrative:
The pump remained in use supporting the patient at the time of the event. A direct correlation between the device and the reported gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.